Event description:
Add'l info rec'd from rptr 12/9/03: rtpr mistakenly reported the MFR as j&j healthcare. Recent investigation reveals MFR to be jarit.

Event description:
Performing lumbar fusion - screw came out of instrument - no harm to pt.